Event description:
It was reported that on (B)(6) 2022 the patient presented to the clinic with worsening pain and drainage. A repeat driveline culture was performed and was positive for coagulase negative staphylococcus and pseudomonas aeruginosa. The patient was not a candidate for further debridement and wanted to maximize quality of life at home with family, so it was decided to pursue home hospice care. They transferred to hospice on (B)(6) 2022 for bacteremia and a chronic driveline infection, and the patient continued on ciprofloxacin indefinitely. Historically related MFR numbers for chronic infection: 2916596-2021-06785, 2916596-2024-06613.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.